Manufacturer narrative:
Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch. There are no units in our stock. We have received 10 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep). Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 1.56 kgf in average and 1.43 kgf and fulfilled the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. On the other hand, as stated in the instructions for use (IFU) leaflet of novosyn quick: "suture materials are used primarily for adaptation of the wound edges and to render possible an undisturbed wound healing. Upon implantation of novosyn quick sutures a mild inflammatory reaction may occur, which is typical of an endogenous reaction to foreign bodies. As time passes, the suture material is encapsulated by fibrous connective tissue. In vitro studies of novosyn quick show that 5 days postimplantation approximately 50% of the initial tensile strength remains. All of the original tensile strength is lost by approximately at 10-14 days postimplantation. The absorption of novosyn quick takes place after approximately 42 days." In addition, in precautionary measures is stated that: "skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process." Nevertheless, there are risks (side effects) associated to the use of novosyn quick suture, which are typical for any (absorbable) suture and which are mentioned in the IFU of novosyn quick: "the following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation." Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by lack of evidence in the samples received.

Manufacturer narrative:
PMA/510k # k122734. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. When additional information becomes available a follow up report will be submitted.

Event description:
The reporter indicated that the fiber is tearing and it reacts to skin. No other information was provided. Additional information has been requested, however, not yet received.